Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to a dislodgement. This patient received an inappropriate shock due to this dislodgement, lead tests showed low r-waves and high capture threshold measurements. This issue was confirmed with x-rays. The physician wanted to use a new lead instead of repositioning. This lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. The analysis was performed and the results are added below. The product was returned and analyzed. This lead was returned to boston scientific post market quality assurance laboratory intact (not severed) with the helix mechanism in a retracted position. Dried blood was noted in the helix housing and tip region. Cuts were noted in the outer insulation, likely explant damage. The lead passed all electrical testing. Laboratory analysis was unable to confirm any of the reported malfunction allegations. Based on normal lead resistance measurements, a passing hipot test, inspection that showed no conductor issues; and lack of evidence from the field and product analysis that were insufficient to verify dislodgement. No evidence of device defect, malfunction, or abnormal damage was found.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to a dislodgement. This patient received an inappropriate shock due to this dislodgement, lead tests showed low r-waves and high capture threshold measurements. This issue was confirmed with x-rays. The physician wanted to use a new lead instead of repositioning. This lead was returned for analysis. No additional adverse patient effects were reported.